Event description:
General report of nondeliveries with no audible alarms. No specific patient information, pump programming, or event details were available. Reportedly, a nurse installed the tubing sets "incorrectly" and the pump displays incremented; however, no fluid was delivered. No audible alarms were noted. There were no reported adverse patient effects. No medical interventions were required.